Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going. A review of the device history record revealed no complaint related anomalies.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the plate would not pass over the dhs screw. On (B)(6) 2013, during a procedure, the barrel of a plate would not pass over the dhs screw. The surgeon attempted to change the introduction device, and the problem persisted. After the surgeon changed the plate and screw the barrel was then able to pass over the dhs screw and achieve implant insertion. The surgeon reported the following complications: the doctor had to open a second set of implants for the surgical procedure which extended the theatre time, thus the patient had to have extended anesthesia. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Our investigations have shown that the positioning groove of the screw has been slightly widened up due to inadequate handling. The groove is expanded to such an extent that the plate does not pass the slotted end of the dhs screw any more. The manufacturing records were reviewed and no complaint related issues were found, the item conforms to our specifications. No product fault could be detected.